Manufacturer narrative:
Additional information: application support manager followed up on 5-13-2016 with the account and they stated inflammation resolved within 1 week. No other medical or surgical intervention reported. No loss in vision reported. Surgical support was given on (B)(6) 2016 and surgeon performed 22 idesign ilasik treatments and acquired iris registration on 20 of 22 eyes. Per account no other cases of inflammation have been seen.

Manufacturer narrative:
(B)(4). Over the phone (B)(4) manager discussed factors that could potentially cause inflammation and to check prior to on site visit which is scheduled on (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had surgery on (B)(6) 2016 and presented at one day post op ((B)(6) 2016) with diffuse lamellar keratitis trace inflammation in flap edge of right eye and grade 1 inflammation near flap edge of left eye. Increased steroid eyedrops, prednisolone acetate 1 percent to every 2 hours. Patient last seen on (B)(6) 2016 with trace inflammation in both eyes. No loss in vision reported. No other medical or surgical intervention reported at this time. Account commented that side cut energy has been decreased to 0.60 uj. However no issues with flap lift were seen.